Manufacturer narrative:
D4. Lot number: detailed product information was not provided to bsc. Good faith effort attempt was made to try and retrieve the device status and product details.

Event description:
It was reported that the devices were difficult to remove, requiring additional intervention. The target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 1.50mm rotapro and rotawire were selected for use. During the procedure in the right coronary artery, difficulty in passing the balloons and getting them to expand well was encountered. A non-boston scientific (non-bsc) stent was placed in the proximal portion of the right coronary artery. Following placement, rota was attempted in the middle portion. During the procedure, when the rota portion of the procedure was completed, an attempt was made to remove the burr, however the rotapro burr became stuck on the edge of the stent. A second wire was used to attempt and balloon to the edge of the stent to allow the burr to exit, however, the wire could not pass through the stent. It appeared that the other wire was frayed on to the burr when an attempt was made to pass a wire up to balloon to the edge of the stent. The rotapro burr was cut off of the advancer. A guide extension was then used to mitigate and that also would not pass. The guide was then removed, the frayed piece was pulled off of the wire, and the rotawire and rotapro were removed together. There was no patient complications noted post procedure.